Manufacturer narrative:
The insulin pump was received with intermittent button press due to corroded keypad trace. The keypad overlay had weak adhesive bond at all locations. The insulin pump had scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 211 mg/dl at the time of incident. The insulin pump was returned for analysis.